Event description:
During use on a patient, the device displayed and "ECG comm" error and the monitor would no longer work. The same device was able to operate properly at a later time, indicating an intermittent malfunction. There was no adverse patient outcome.